Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of the patient being found unresponsive could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log files were reviewed and found that the pump operated at the set speed without issue. Intermittent low flow alarms were captured on (B)(6) 2023. The system appeared to be operating as intended, and there were no other notable events or alarms captured. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate 3 lvas, including other neurological events (not stroke-related). The IFU provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was in the hospital unresponsive. The patient was found on (B)(6) 2023 unresponsive at home with flows 0.5 l/min. Their spouse called emergency medical services (ems). It was seen on the periodic files that their flow was 0.3 on (B)(6) 2023 at 14:22. Prior flows were 3.8 at 10:22am and 3.6 l/min at 18:22. The event log review displayed multiple intermittent strings of low flows on (B)(6) 2023 at 4:15 pm thru 6:06 pm (with a consecutive string of low flows 4:22 pm thru 4:43 pm) where the low flow estimator dropped below 2.5 lpm. It appears the flow improved greater than 2.5 lpm for the remainder of the event log with a range of 2.5 lpm - 4.0 lpm (6:07pm thru 11:33pm).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.